Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from spanish to english: greetings. I am writing to inform you that, over the past week, we have experienced malfunctions involving the maxzero keyless connectors. Specifically, they have become disconnected from our patients' infusion lines suddenly and unintentionally, thereby exposing the patients to risk. For some time now, we have observed disconnections occurring between the infusion sets and the maxzero keyless connectors. The current batch exhibiting this issue is lot 25075483, a batch that our warehouse department has already replaced for us. Additional information received from the customer: could you please confirm how the failure was detected? During a continuous infusion administered to cancer patients. Could you please confirm whether the failure was detected during the priming phase or during the actual infusion? If it occurred during the infusion, how much time had elapsed since the infusion began? The failure occurred during the continuous infusion, approximately 20 minutes after the IV drip had commenced. Can you confirm whether there is any visible damage to the device such as cracks, burrs, or deformation of the plunger/piston? There is no visible damage. Could you please confirm which substance was being infused at the time of the incident? Hydration therapy (IV fluids). Did the patient sustain any injury? No. Did the patient receive an insufficient infusion volume? No. Could you confirm the make and model of the products connected to the maxzero? Was it a luer slip or luer lock connection? Luer lock connection perfus corr equipment with venting kach005.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.